Manufacturer narrative:
Device was not returned for additional evaluation and investigation. As device information was not provided, a review of the device history record could not be performed. As additional physical investigation could not be performed on the device, a definitive root cause for the alleged issue could not be determined. As the reporter wished to remain anonymous and the device information was not provided, no follow up communication was able to be performed with the customer or patient. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Medwatch form mw5150885 was received reporting an issue from a customer that wished to remain anonymous. This form stated in the "describe event or problem" section: at pump replacement surgery, physician was planning on just replacing the flowonix pump. After cutting the pump from the catheter, he was unable to visualize csf (cerebrospinal fluid) from the proximal end of the catheter. He use a 24g angiocath to aspirate. No fluid was aspirated. He made a spinal incision and located the catheter. He again tried to aspirate and was unsuccessful. After cutting the sutures holding the anchor, he discovered the catheter was broken at the distal end of the anchor. The remaining segment of catheter was visualized on flouro but was unable to be removed. Physician placed new catheter and pump and had successful csf aspiration prior to closing.